Event description:
It was reported the end user could not drain urine from the pouch via the tap. Two of the 10 pouches in the box were impacted. No patient complications were reported as a result of this event.

Manufacturer narrative:
An investigation into an increase of complaints regarding a blocked tap was performed. Analysis of those complaints found the root cause of the event was an excess amount of silicone applied to the tap during the manufacturing process. Convatec is submitting this report as a result of the remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.